Event description:
The complaint is reported as: "inserters were about to insert the PICC and they notice that the guide is weak and it bends from one side to other while trying to insert it. Also they noticed that the peel-away is weak, with different kind of plastic that makes it weak and different, kind of insecure". It was reported there was a delay in therapy without harm to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "inserters were about to insert the PICC and they notice that the guide is weak and it bends from one side to other while trying to insert it. Also they noticed that the peel-away is weak, with different kind of plastic that makes it weak and different, kind of insecure". It was reported there was a delay in therapy without harm to the patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of guidewire kinked in use cannot be confirmed by the photo. Complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.